Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reports intracapsular rupture. The device has been explanted. This record relates to the left side.

Event description:
Physician reports intracapsular rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, g1, h3, h4, h6device evaluation:visual analysis of the returned device identified: underweight, an opening on radius, crease flat, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.